Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a tlif using rhbmp-2/acs with a cage. Post-op, the patient was diagnosed with excessive bone growth at the right neuroforamen with a large osteophyte development affecting and impinging upon the right l5 and s1 nerve roots. As a result, the patient has required extensive medical treatment, including having to undergo an additional surgery to remove excess bone growth and to re-decompress nerve roots at l5 and s1. The patient reportedly has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient sustained a back injury while at work. The patient was lifting heavy tires, and one missed and fell downwards dragging him to the ground with it. He felt a popping sensation in his back. On (B)(6) 2010: the patient underwent MRI of the lumbar spine. Impression: small tear of the annulus fibrosis and minor-mild l5-s1 para-central right disc herniation which accompanies shallow listhesis and minor degenerative change. On (B)(6) 2010: the patient presented with low back pain and bilateral buttock pain causing spasms into the upper back with occasional tingling in bilateral heels after standing. Diagnosis: degenerative disc disease l5-s1. On (B)(6) 2011: the patient presented with preoperative diagnoses of degenerative disc disease, l5-s1 and l5-s1 bilateral foraminal stenosis. The patient underwent the following procedures: minimally invasive l5, s1 laminectomies with bilateral facetectomies and foraminotomies; right sided l5-s1 transforaminal lumbar interbody fusion; right sided posterolateral spinal fusion, l5-s1; use of local bone graft; use of actifuse; use of rhbmp-2/acs. Per the op notes, the endplates were prepared. A 12 x 27 mm cage was filled with rhbmp-2/acs and local bone graft. Bone was placed anterior to the cage in the intervertebral space. The cage was then gently impacted into the intervertebral space. No patient complications were noted. On (B)(6) 2011: the patient was discharged home. On (B)(6) 2011: the patient presented for CT of the lumbar spine. Impression: at l5-s1 there are surgical changes with right hemilaminectomy, facetectomy, anterior interbody fusion with posterior hardware on the right. Graft material is noted along the inferior right foramen with only mild narrowing of the right foramen. There is epidural scarring along the ventral/lateral thecal sac on the right without significant stenosis of the canal or left foramen. On (B)(6) 2011: the patient presented with low back pain, right groin pain, and persistent tightness and throbbing in his lower back. Assessment: chronic back pain; inguinal neuralgia. On (B)(6) 2011: the patient presented with axial low back pain with pain down into the tailbone and also a dull aching pain in bilateral feet. The patient underwent x-rays of the lumbar spine. Impression: l5-s1 pedicle screws appear to be in place with no signs of haloing or loosening; l5-s1 interbody cage appears centered with no evidence of subsidence. On (B)(6) 2011: the patient presented with continued and worsening pain, muscle spasms radiating up his back, and pain radiating into his right testicle and numbing sensations. Impression: likely pseudoarthrosis. On (B)(6) 2011: the patient underwent a CT of the lumbar spine. Impression: right posterolateral l5-s1 anterior graft displacement with a calcification over the material protruding into the right l5-s1 neural foramen; pressure against the right l5 and right s1 nerve roots; borderline l4-5 spinal stenosis; mild bulging l4-5 annulus fibrosis. On (B)(6) 2011: the patient's doctor reviewed his CT from (B)(6). Impression: reasonable likelihood of pseudoarthrosis. On (B)(6) 2011: the patient presented for MRI of the lumbar spine. Impression: status post l5-s1 surgical fusion; epidural fibrosis en casing the right s1 nerve root at l5-s1. On (B)(6) 2011: the patient presented with failed back syndrome with recurrent stenosis, maybe rhbmp-2/acs related with encroachment on the foramen, right side, compressing the unseen l5 roots; pseudoarthrosis l5-s1. The patient presented with emg results that demonstrate right l5 radiculopathy. The CT scan demonstrates some foraminal stenosis secondary to a bony ingrowth, maybe related to rhbmp-2/acs. On (B)(6) 2011: the patient presented with recent spasms, cramps in legs to toes, spasms in back. He has a burning sensation to touch on back and feet. On (B)(6) 2011: the patient presented for preoperative evaluation. Assessment: l5-s1 pseudoarthrosis with axial low back pain and radiculopathy. On (B)(6) 2011: the patient presented with the following preoperative diagnoses: status post l5-s1 fusion attempt with resultant pseudo arthrosis; l5 radiculopathy secondarily to the current stenosis, possibly rhbmp-2/acs related; s1 radiculopathy due to recurrent stenosis, rhbmp-2/acs related; interbody fusion with cage and status post interbody fusion and cage insertion and pseudoarthrosis. The patient underwent the following procedures: revision laminectomy at l5-s1 decompression, right; posterior fusion, l5-s1; removal of old rod with rod replacement, right side, and hardware removal; hardware insertion l5-s1, pedicle screws and rods; iliac crest bone graft harvest, left side; stem cell allograft transplant; dbm insertion; intra-operative x-rays. Per the op notes, a significant narrowing was encountered in the lateral gutter as well as from a bony overgrowth into the axilla, the nerve root at the sites of the previous interbody fusion attempts with the occurrence of pseudoarthrosis. A large bony spur probably related to the rhbmp-2/acs was found. The overgrowth extended down into the s1 shoulder. On (B)(6) 2011: the patient was discharged home. On (B)(6) 2012: the patient presented with back pain, numbness and tingling. The pain radiates into his testicles bilaterally or into his groin. On (B)(6) 2012: the patient underwent CT of the lumbar spine without contrast. Impression: asymmetric soft tissue thickening is noted in the right lateral recess at the level of the l5-s1 disc space. There was spurring and graft displacement in this area on the prior study. The soft tissue thickening likely represents peri thecal and perineural fibrosis. There also appears to be peri thecal fibrosis posteriorly within the spinal canal at the level of the l5-s1 disc; postoperative changes are also noted compatible with l5-s1 posterior spinal fusion. The metallic hardware appears intact. There is no CT evidence of hardware loosening. A disc spacer is also noted within the l5-s1 disc space. On (B)(6) 2012: the patient underwent a CT of the lumbar spine. Impression: stable uncomplicated post-surgical changes following posterior lumbar interbody fusion of l5 and s1. The central canal and neural foramina appear to be decompressed at the surgical level; minimal disk bulging at l3-4 and l4-5 without stenosis. On (B)(6) 2012: the patient presented with preoperative diagnoses of lumbar post laminectomy syndrome, lumbosacral radiculopathy, lumbar discogenic pain, and sacroiliitis. The patient underwent a bilateral sacroiliac joint injection. No patient complications were noted. On (B)(6) 2012: the patient presented with ongoing lower back and bilateral leg pain, as well as numbness and tingling. On (B)(6) 2012: the patient presented with pain in his back and legs and numbness in the legs. Assessment: status post l5-s1 fusion; chronic lower back pain.